Event description:
It was reported that removal difficulty and vessel dissection occurred. During a transcatheter aortic valve replacement (tavr) procedure a 14f isleeve, an acurate tf transfemoral delivery system and an acurate neo valve size s were selected for use. The 14f isleeve was introduced without problems. There was no resistance advancing the balloon catheter or the acurate tf transfemoral delivery system with the acurate neo valve size s. The valve was implanted successfully. Resistance occurred during removal of the acurate tf delivery system. It was not possible to remove the delivery system. The acurate tf delivery system and 14f isleeve were removed together. A vessel dissection occurred. The dissection was treated with a balloon. The patient was discharged from the hospital in good condition.

Manufacturer narrative:
Initial reporter last name: dr. (B)(6) and dr. (B)(6). Device analysis of the returned isleeve sheath revealed that the tip is damaged/torn. The edges of the tear were slightly jagged. Two of the seams are starting to expand as expected with device use.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty and vessel dissection occurred. During a transcatheter aortic valve replacement (tavr) procedure, a 14f isleeve, an acurate tf transfemoral delivery system and an acurate neo valve size s were selected for use. The 14f isleeve was introduced without problems. There was no resistance advancing the balloon catheter or the acurate tf transfemoral delivery system with the acurate neo valve size s. The valve was implanted successfully. Resistance occurred during removal of the acurate tf delivery system. It was not possible to remove the delivery system. The acurate tf delivery system and 14f isleeve were removed together. A vessel dissection occurred. The dissection was treated with a balloon. The patient was discharged from the hospital in good condition.